Event description:
The tablet was received on 09/28/2016. Analysis was approved on 10/17/2016. During the analysis it was verified that the usb port was damaged due to mechanical stress. No other anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician unplugged the usb serial cable from their tablet, and the usb port on the side of the tablet came out. There was no known mishandling of the tablet, and no patients were affected. The tablet has not been received to date.